Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient's scs lumbar lead was showing high impedance. Surgical intervention took place where the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.